Event description:
A customer reported a minimum fill notification while attempting to load a new cartridge after showering, and initially tried to reload the same cartridge with low insulin. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by resetting the pump and successfully loading a second cartridge, allowing them to resume insulin delivery.